Event description:
On (B) (6) 2010 the patient reported her infusion device is "reprogramming itself every now and then." She stated that when she reprograms her basal rates and checks them a few days later "it resets itself again" referring to the infusion device. She stated this resulted in elevated blood glucose and she was hospitalized in the fall of 2009. She stated her blood glucose was elevated for a "weekend" and she went to the doctor and she was admitted to the hospital because her blood glucose continued to be elevated despite bolusing through the infusion device. She stated her blood glucose was 'almost 600" mg/dl. She stated she was hospitalized for a month and a half and she remained connected to the infusion device during this time and she occasionally received insulin injections. She stated her doctor found the basal rates were not programmed correctly and they were corrected and "a few days later it reset itself again." She stated that she does press the check button twice to save and confirm the changes. The infusion device was replaced and requested to be returned for evaluation.